Event description:
A PICC line was placed in the pt's arm in 2005. During a radio examination, the clinician found that the catheter was separated from the hub. The catheter was removed from the pt by hand.